Manufacturer narrative:
(B)(4). This report is being filed on an international product (architect ipth, list 8k25-25) that has a similar product distributed in the us (architect ipth, list 8k25-27). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The initial emdr was filed under abbott laboratories, (B)(4). A quality review of complaint tracking and trending data was performed and did not identify any related adverse trends. Accuracy testing using file samples was completed to evaluate architect intact pth reagent lot 01210f000. Accuracy testing passed, and met all validity and acceptance criteria. Based on the results of this investigation, the architect intact pth reagent is performing as intended and no additional product issues were identified.

Event description:
The customer stated that falsely elevated architect ipth results were generated. Results of 76.6, 51.2 and 58.2 pg/ml were generated for a patient sample (patient 1 of 2). No impact to patient management was reported.